Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
As per complaint (B)(4), a dental implant broke/fractured after a clinical procedure and the implant was explanted. No adverse patient effect was recorded.